Event description:
It was reported that a piece of metal was noted on the thread of a screw. There was no injury to a patient or delay to a procedure reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation of the returned component confirmed the reported issue.